Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome was attempted to be implanted with an impella rp for mechanical circulatory support. It was reported that after the patient was weaned from extracorporeal membrane oxygenation (ECMO) and was attempted to be placed on impella rp. The physician experienced great difficulty accessing and placing a wire into the patient's vessels due to the patient's anatomy. The physician attempted multiple times using different wires, and was able to get a amplatz super stiff wire to cross with great effort. The physician then attempted to advance the impella rp over wire, but again experienced great difficulty and reportedly used a lot of force. The impella catheter buckled, so the impella rp was removed and the physician placed a gore dryseal to reattempt placement, but the patient became hemodynamically unstable. The impella rp was aborted, and the patient was placed back on ECMO. It was reported after the patient was placed back on to ECMO, there were no flows and all cardiovascular function ceased. Further efforts of patient care was terminated and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings & cautions: warnings: ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ this report is being filed as part of a retrospective review of historical records.